Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the universal seal assembly latched onto the sleeve as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, when the package was opened, it was found that the reducer seal was dislodged. Another device was used to complete the case. There were no adverse consequences for the patient.